Event description:
A facility reported: "patient went apneic and desated. ¿ppv¿ started and then heart rate (hr) dropped below 60 and chest compressions started. Neonatal team called to room. After ventriculoperitoneal (vp) shunt surgery patient developed pneumoperitoneum. The patient was taken back to operating room (or) where the vp shunt was found to be through anterior and posterior wall of stomach at lesser curvature, and through transverse colonic mesentery. The shunt was removed from the stomach and both defects were over sewn. The patient had returned from the or approximately 30 minutes prior to event. Transitioned to nc (nasal cannula), then went apneic. Codman split sheath trocar went through anterior and posterior walls of the stomach. The catheter introducer used was the smaller size 12.5."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The catheter introducer (ID 831825) was not returned for evaluation as the product was discarded ; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.